Event description:
It was reported that a pump over infused fluid to a pt. The customer stated that during a secondary infusion of "standard ionic solution, and antibiotics" the pump was not delivering accurately (programmed amount and delivery rate unk). No pt injury was reported. The customer tested the device and confirmed an over infusion. The device was programmed to deliver 200ml at a rate of 200ml/hr and 260ml was delivered.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed that the pump would over deliver fluid. The device was programmed to deliver 200ml at a rate of 200 ml/hr and the pump delivered 220ml. Further eval found no lubricant on the pump cam lobes. This caused wear on the upper cam lobe, valves, and fingers. The pumps cam assembly, valves and fingers have been replaced.